Event description:
It was reported that the patient underwent an initial knee surgery. Subsequently, the patient was revised approximately 3 years post-operatively due to unknown reasons. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 00585001202, distal femoral component for cemented use only in the USA size b right, 61993695; 00588000200, size 2 precoat cemented tibial component, 61906774; 00585002012, articular surface with segmental hinge post size b 12 mm height - 61970863; 00585001295, polyethylene insert size b, 61986664; 00585205014, fluted stem extension straight precoat for cemented use only 14 mm diameter 130 mm length, 62032778; 00585204025, stem collar 25 mm o.d. For use with 16 mm or smaller diameter segmental stems, 61960736. G2: foreign country: australia. H6: mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.